Manufacturer narrative:
Ees# 974005-1/c. F2; g4: additional info. Received user facility medwatch 8/4/97.

Event description:
It was reported the device was used during a gyn operative laparoscopy.left oopherectomy. It was reported the first firing of the ez35b went fine. On the second firing, after clamping down the white handle to close, the surgeon squeezed the black handle to fire and heard a low cracking sound. He had to force the handles apart to get the stapler opened. The staples did form and the knife cut, but the surgeon was not sure if the entire staple line formed the full 35mm. The stapler was just under the oveary across the pedicle. Surgeon did not feel too much tissue was in jaws. Surgeon completed the finial 1-2cm with dcs12 and monopolar cautery rather than opening a new endocutter. The patient was re-op'd and opened many hours later for post-op bleeding. Patient did receive blood transfusion as her abdomen was "full of blood". Rep reported surgeon thinks he knicked the epigastric with the 512s trocar and had port side bleeding. While the patient was open, surgeon examined the staple line of the ez35b and stated it was not a great staple line. Some staples were formed, some were not. Surgeon could not tell if the staple line had been bleeding or not.